Event description:
It was reported some part of the system was revised in (B)(6) 2015. No further information was reported. The pump was used to deliver baclofen (unknown). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8784, serial# (B)(4), implanted: 2015 (B)(6); product type catheter product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).